Event description:
It was reported that the ventilator's expiratory channel printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was inspected on site by the field service engineer (fse). The inspection showed that the device generated expiratory cassette error and the visual inspection showed that there was liquid from medication on the expiratory channel printed circuit board (pcb). The ventilator was disassembled and the expiratory channel pcb was replaced. After servicing and re-installation of the disassembled parts, the device passed the pre-use check and was delivered to the customer for clinical use. Ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction e.g. Technical errors, alarms, failed test during pre-use check. To avoid this scenario in the future, additional liquid protection solutions was implemented for units with serial numbers above (B)(6) (for servo-I) and (B)(6) (for servo-s).

Event description:
Manufacturer's ref. #: (B)(4).